Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the patient went thursday to the doctor because the stimulator had gotten turned and they needed to put the stimulator down so it wasn't flipped it was bothering her lymphedema machine. Patient has to have her lymphedema machine on 90 minutes a day. They turned off her stimulator to flip the stimulator down and sew it down. I asked when the issue started that her stimulator was flipped. She said, it has been like this probably 3-4 months. Lymphedema machine hadn't been bothering her, but had surgery on back done. Once pain there was gone then just put up with the machine but as the pain started going more down there. The more she increased using the machine the more so the pain. They decided to go in and flip the stimulator back.  Patient said she had been on 3.2 before the repositioning. She is currently on 1.1. She wanted to know if she should put it on 3.2. I told her she could put it there if comfortable, otherwise back it down to where it is comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.